Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found the following. The adhesive of the bending section rubber was detached. The insertion tube had discoloration, wear and tear. The angulation was insufficient. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user and oekg, omsc considered that the reported phenomenon was less relevant to the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the air/water channel of the subject device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. (B)(6) 2021. Moraxella osloensis (10 cfu/100ml filtrate). Bacillus spp. (5 cfu/100ml filtrate). Staphylococcus hominis (5 cfu/100ml filtrate). Sphingobius xenophagum (5 chu/100ml filtrate). The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA). There was no report of infection associated with this report.